Manufacturer narrative:
04-jun-2025: complained product will not be available.

Event description:
Head of brush broke during use- oral-b [device breakage]. Case narrative: consumer e-mail stated that the brush head broke while brushing. No injury was reported. 04-jun-2025 product investigation results: complained product will not be available. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head of brush broke during use- oral-b [device breakage]. Case narrative: consumer e-mail stated that the brush head broke while brushing. No injury was reported.